Event description:
An initial MDR regarding this case was filed 11-jun-2024 (report number 3016798778-2024-00032). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) and logs from remote (B)(6) (paired with pump (B)(6) show that on the date of the complaint, a pump failure alarm was generated on each system. During investigation, a test delivery could not be completed on either system due to pump error and pump failure alarms. The pumps were disassembled, and evidence of fluid ingress was observed. Fluid ingress was determined to be the cause of the alarms in both systems. The cause of the fluid ingress could not be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of hospitalization was received by (B)(6) on 13-may-2024 and forwarded to millyard advanced medical products, llc on 14-may-2024. The patient reported she placed her cassette on her pump, but the cassette leaked remodulin and the pump would not work. She put the same cassette on her backup pump, which then would not work due to the cassette leaking into it as well. The patient was expected to go to the ER since her pumps were not working and she did not have any more medication. The patient was later able to resume remunity therapy. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.